Event description:
The account has reported negative testpack plus hcg urine results using a first morning urine specimen on three pts. Info is only available for one pt. Positive hcg results were obtained with home testing and/or serum test. Quantitative results were not available. Last menstrual period was 6/29/2000.